Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc blood glucose meter did not start after blood sample was applied to the strips. On (B)(6) 2018, the customer¿s friend tested the customer¿s blood glucose level with an unknown meter and obtained a reading of 350mg/dl. Customer then consumed breakfast and an hour later obtained a reading of 380 mg/dl. Customer experienced disorientation, shakiness, vision impairment, thirst, and dizziness, and had contact with a nurse who instructed the customer to go to the emergency room. A reading of 252mg/dl was obtained on the hospital meter, and the customer was treated with unspecified IV fluids and was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the omni strips and freestyle lite meter were reviewed and the DHR showed the omni strips and freestyle lite meter passed all tests prior to release. Retain testing was performed for omni strips and all units performed in specification and passed. The manufacturer of (omni strips and freestyle lite meter) was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that the adc blood glucose meter did not start after blood sample was applied to the strips. On (B)(6) 2018, the customer¿s friend tested the customer¿s blood glucose level with an unknown meter and obtained a reading of 350mg/dl. Customer then consumed breakfast and an hour later obtained a reading of 380 mg/dl. Customer experienced disorientation, shakiness, vision impairment, thirst, and dizziness, and had contact with a nurse who instructed the customer to go to the emergency room. A reading of 252mg/dl was obtained on the hospital meter, and the customer was treated with unspecified IV fluids and was discharged. There was no report of death or permanent injury associated with this event.